Event description:
It was reported that this electrode was suspected to be fractured and was oversensing sense b node noise and exhibiting varying amplitude morphology measurements causing the delivery of an inappropriate shock. Testing of the system was able to reproduce noise, however x-ray imaging was unremarkable. The patient was sent home with therapy still turned on while further troubleshooting options are being discussed by the hospital. The electrode remains in service and there have been no adverse patient effects were reported.